Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Device investigation summary: the device was visually inspected and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent breast augmentation revision with a (right) 300cc mentor memorygel breast implant and a (left) 275cc mentor memorygel breast implant, suffered bilateral breast capsular contractures; baker grade iii post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (right) 325cc mentor memorygel breast implant catalog: 3503254bc lot: 9400447 sn: (B)(4) and (left) 325cc mentor memorygel breast implant catalog: 3503254bc lot: 9400447 sn: (B)(4). This medwatch form is for the left breast prosthesis.